Event description:
It was reported that during the procedure in the heavily calcified and tortuous circumflex artery, the 3.5 x 12 mm xience v stent system was advanced into the patient anatomy. The stent system was unable to advance to the target lesion. During withdrawal through the tuohy rotating hemostatic valve (rhv), the stent dislodged from the stent system and was removed from the rhv. The physician stated that the fellow "did not open the tuohy enough." A second 3.5 x 12 mm xience v stent system was then advanced into the patient anatomy and was also unable to advance to the target lesion. It was removed from the patient anatomy without difficulty. A non-abbott stent system was then advanced to the target lesion and the stent was deployed. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the 2.5x15 mm xience v stent delivery system (sds) noted blood in the guide wire lumen and on the balloon and stent implant. There was contrast in the inflation lumen. This is consistent with preparation and advancement into the body. There were bends in the proximal hypotube distal to the strain relief tubing. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily tortuous and heavily calcified lesion contributed to the reported failure to advance. It was confirmed that the stent implant was returned dislodged from the balloon, with no damage noted. The balloon was tightly folded and had crimp marks on the balloon between the markers. This suggests that the stent was originally positioned correctly and securely at the time of manufacture. Interaction with the anatomy/lesion may have resulted in disruption of the stent implant on the balloon, such that as the stent interacted with the partially opened tuohy rotating hemostatic valve (rhv) during withdrawal, resistance was felt and the stent ultimately dislodged inside the rhv. To ensure this is not the result of a product deficiency, the profile dimensions on all sds are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. The reported removal of a foreign body and additional therapy/non-surgical treatment appear to be secondary effects of the reported stent dislodgement as a snare device was used to retrieve the stent and the procedure was completed using a another non-abbott stent. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. There is no indication of a product quality deficiency.